Event description:
It was reported through stryker facebook page: "I had my left knee done at 49. The knee replacement broke in 2016 and I walked around with it like that for 13 years because my doctor said it wasn't broken. My left leg got to be 1 inch shorter because the center plastic piece was ground down to nothing. Now it has been revised and I am having to learn to walk correctly all over again."

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an unknown stryker knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to limb length discrepancy. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.